Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Six devices were received for evaluation. Five events were confirmed during testing. Five devices were found to be affected by corrosion. One device was found to be affected by mechanical damage to a component. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device ran without user activation. Six reported events had no patient involvement; no patient impact.